Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device burning/smoke/electrical odor. Patient is having cough and her lungs were burning. There was no report of patient harm or injury. This report is being submitted for the corrosion found on parts of the pca. In this report, section h6 [problem code] has been updated.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device burning/smoke/electrical odor. Patient is having cough and her lungs were burning. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. In evaluation it is find that the device observed a bitter smell associated with electronics component failure during the external investigation, but no visible damage. The internal investigation found the smell became much stronger and thermal damage was observed on the back of the touchscreen component and around q4 on the pca. Corrosion was found on j4, c65, c66, and along the edge of the pca near gnd8. Water spots were also found between d21 and c153, mt5, c50, u3, c95, and c24. Water spots were also observed on the sd card reader. Rust was found in the cap of a screw securing the blower box assembly to the bottom enclosure. Corrosion was also found on the blower outlet seal inside the blower box, however no other evidence of water ingress was found in the blower box or on the blower.